Event description:
The physician experienced a decrease in aspiration power caused by aeration from the aspiration tubing. Another set of tubing was used to finish the procedure.

Manufacturer narrative:
The device was not returned for investigation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.

Manufacturer narrative:
Device investigation: the tubing assembly is complete and without any visible damage. Results: the lure fittings that are part of this assembly were tested in the state they were returned in, no tightening or other adjustments were preformed. The blue coupling was attached to an example pump and canister and the pump was turned on. The vacuum stabilized at-24.5 in hg with the flow switch in the on position. With the switch in the off position the pressure measured -27.0 in hg. When the canister was disconnected from the tubing and the inlet was blocked the vacuum measure -27.0 in hg. The tubing is fully functional and shows no leaks. Conclusion: the leakage noted in the complaint could not be duplicated during our testing. Since the product is made up of a series of lure fitting equipped pieces, it is possible that while in use one or more of the lure fittings were loosened, causing the lack of vacuum noted. However, none of the fittings were loose when it was returned therefore it is unknown if the fittings were tightened after the case. The manufacturing records for this lot were reviewed and revealed no outstanding discrepancies, quality, or design concerns.